Manufacturer narrative:
Date of event is unknown. The date received by manufacturer has been used for this field. Initial reporter facility name: independent administrative agency workers health and safety organization okayama rosai hospital bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to cocked stoppers as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to use of bd vacutainer® k2e 10.8mg plus blood collection tubes the stopper was not properly inserted in the tube. There was no health impact or consequences reported.